Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead has spent more time with an out of range (oor) impedance greater than 2500 ohms than it has in range. Two ventricular tachycardia episodes had also been recorded due to oversensing the respiratory rate trend (rrt) sensor. Technical services discussed possibly turning off rrt and the possibility of a spring contact issue. The patient was later brought into the clinic and rrt was turned off. It was also noted that thresholds had increased from 0.8 volts to 2.1 volts. The physician decided to explant the device and the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. The implantable lead was returned for analysis. The lead was returned severed 130 millimeters (mm) from the terminal pin. Two segments were returned, a terminal end segment ad tip segment. The total length was 643mm. All filars appeared cut. A segment of the lead and/or insulation may have been missing from the midbody section of the lead. There were setscrew marks noted on all terminals. There were cuts and punctures noted in the lead insulation, and deformed conductor coils were noted on the proximal spring electrode. The proximal end of the distal spring electrode and the distal end of the proximal spring electrode were separated from the lead body insulation. The helix was retracted, and blood/body fluid was noted in the lumens. This type of damage likely occurred during the explant procedure. Testing was completed to assess lead electrical performance. Measurements were within normal limits. An x-ray was performed, and no anomalies were noted. Laboratory analysis did not identify any lead characteristics that would have cased or contributed to the reported high pacing impedances, noise, oversensing, and high thresholds.

Event description:
It was reported that the right ventricular (rv) lead has spent more time with an out of range impedance greater than 2500 ohms than it has in range. Two ventricular tachycardia episodes had also been recorded due to oversensing the respiratory rate trend (rrt) sensor. Technical services discussed possibly turning off rrt and the possibility of a spring contact issue. The patient was later brought into the clinic and rrt was turned off. It was also noted that thresholds had increased from 0.8 volts to 2.1 volts. The physician decided to explant the device and the rv lead. No additional adverse patient effects were reported.